Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During device check, the thermogard console (sn (B)(4)) displayed tcm ID:07 (coolant temp high) from startup with continues alarm. Following this, the console will not pass power-on self-test. No patient involvement.